Event description:
During preventative maintenance of the device, the field service rep reported the air bubble detector latch was worn and replaced. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.